Manufacturer narrative:
UDI: (B)(4). The investigation is underway.

Event description:
As reported by the field clinical specialist, during deployment of a 26 mm sapien 3 ultra valve in a pre-existing non-edwards surgical valve in the mitral position via transfemoral approach, the balloon burst when fully inflated. An additional 2 cc's were added to the balloon during deployment. There was no difficulty crossing. There was no retained volume in the balloon prior to removal. During removal of the delivery system it was discovered that the balloon ruptured circumferentially and the distal portion had ¿umbrellaed¿ outward which prevented the devices from being withdrawn from the patient. Surgical intervention was required to remove the delivery system and ruptured balloon. Upon removal a non-edwards bav was performed to fully expand the sapien 3 ultra valve, which also burst during inflation. The patient was in stable condition post procedure. There was no damage to the esheath during inspection upon removal.  Per medical opinion, the physician did not believe the event was due to an edwards device malfunction, but rather patient factors ¿either calcium or some part of the surgical valve caused both the commander and the non-edwards bav to rupture.¿ the engineering preliminary observations of the returned device revealed that the proximal valve alignment marker, a small portion of the distal nose tip material, and a portion of the balloon material were unaccounted for. Upon follow up, the fcs confirmed that the balloon had ruptured circumferentially in two solid pieces and that, to his best knowledge, both pieces were accounted for.

Manufacturer narrative:
Additional information: f10: material separation code added.  H10: although previous information received from the field indicated all balloon material was accounted for additional information found during the returned product evaluation found balloon material was missing. While it could not be confirmed the material may have been lost during the product return to edwards and/or during the engineering evaluation, as a conservative measure the code material separation was added for the missing material. The remaining product evaluation is underway.

Manufacturer narrative:
The 26mm commander delivery system was returned locked proximal to default position. A guidewire was returned separately. A kink was observed on the balloon shaft due to packaging. No flex or fine adjust were in used. No applicable procedural imagery was provided by the site. Visual inspection of the returned device found; the distal nose tip was separated, the spring coil was cut on the proximal bonding region, the balloon burst radially, only one end of the spring coil was attached to the bonding, the distal nose tip material was missing, a small piece of the balloon material was stranded, the proximal valve alignment marker was missing from the bonding region, the guidewire lumen was cut/broken on the proximal marker band with stretching material, excessive guidewire coating material was attached to the middle and proximal marker band, and the balloon material was separated and missing. Dimensional testing revealed all measurements were within specification. Functional testing was unable to be performed due to the nature of the returned device. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the commander delivery system and no deficiencies were identified. During the manufacturing process, the commander delivery system is inspected and tested several times. During manufacturing, the commander delivery system was 100% inspected. During the final inspection, the delivery system underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint for balloon burst, delivery system withdrawal difficulty through sheath, distal tip, nose tip separated, and balloon separated were confirm upon visual inspection. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, lot history, complaint history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported in the complaint description, ¿either calcium or some part of the surgical valve caused both the commander and the non-edwards true balloon to rupture.¿ the presence of calcification can create a challenging anatomy for balloon inflation. Additionally, the interaction between the balloon with an existing surgical valve may compromise the balloon wall during inflation, which may have also contributed to the observed burst. Furthermore, the complaint description states, ¿additional 2 cc's were added to the balloon during deployment.¿ the prescribed nominal inflation volume is provided in the IFU. It is likely that the balloon burst once the balloon past the target fill volume. While the balloon is sufficiently designed and tested for the rated burst pressure well above their inflation pressure, calcification in the aortic annulus can compromise the structure of balloon wall, even at low implantation pressures, through mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Moreover, it is possible that the interaction between the balloon with an existing stent may compromise the balloon wall during inflation, which likely resulted in the observed burst. Therefore, available information supports that patient (calcification / pre-existing surgical valve) and procedural factors (over-inflation of balloon) contributed to the reported complaint event. Per the complaint description, ¿during removal of the ruptured balloon and delivery system it was discovered the balloon ruptured circumferentially and the distal portion had ¿umbrellaed¿ outward which prevented the devices from being withdrawn from the patient.¿ it is likely that the balloon burst altered the balloon profile. These characteristics of the altered delivery system made the balloon more susceptible to catching on the tip of the sheath. With additional pull force, the balloon profile would have bent outwards, causing the "umbrellaed" shape and the inability to completely retrieve the delivery system/balloon into and through the sheath as reported in the complaint event. Available information suggests that procedural factors (withdrawal of a burst balloon) may have contributed to the reported event. Excessive force and manipulation of the delivery system was likely required to overcome the experienced withdrawal difficulties. Such manipulation may have subsequentially resulted in separation of distal tip and balloon. Available information suggests that patient procedural factors (excessive manipulation / withdrawal of a burst balloon) may have contributed to the reported event. The complaint was confirmed. No labeling/IFU/training inadequacies or manufacturing nonconformances were identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required.